Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and corrections to b3 and b9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was reprocessing deviated from the instruction manual. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that it was known when the foreign material adhered to the endoscope. The endoscope was may have been used for the procedure with the foreign material attached. There was no delay in the start of precleaning. The air/water nozzle was not flushed with water and air. No abnormalities in the accessories used in reprocessing. The air/water nozzle was not flushed with detergent.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition to the finding reported in event, the angle wires were stretched/the rubber has a scratch, a chip, shite clouded area, and a crack. The insertion tube is deteriorated, due to cleaning, disinfection and sterilization/adhesive around the light guide lens are peeled, and lastly, the connecting tube has a scratch. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope has, air/water flow issue, from the air/water flow system. During testing and inspection of the device, a foreign object was found in the air/water (aw) cylinder. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.